Event description:
It was reported that the patient complained weakness and palpitations, and it was determined that the patient was experiencing ventricular tachycardia (vt). The device did not detect the vt and subsequently did not provide treatment. The patient was treated with medication and an external shock, and the device vt detection zone was reprogrammed. The device remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 5592 implantable pacing lead: (B)(6) 2011. (B)(4) .